Event description:
Following implant, the patient experienced a burning sensation and a shocking or jolting sensation at the implantable neurostimulator (ins) and lead-extension location. The patient normally felt the shocking sensation around the lead when she was lying in bed; turning the stimulation down alleviated the shocking sensation. Movement and palpation caused the stimulation to change. The patient was admitted to the hospital in 2009 for a revision; impedance measurements were normal. The health care professional reported "rep called to attempt reprogramming" and "revision of lead & battery scheduled". It was unclear if the revisions were performed. The patient outcome was reported as "no injury".